Event description:
The user facility reported to have experienced difficulty advancing a non-olympus stent past the elevator of the endoscope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The users reportedly utilized a different, but similar endoscope and non-olympus stent to complete the procedure. There was reportedly no pt injury associated with this event.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval did not confirm the users' report of passage restriction at the forceps elevator. An olympus test forceps and cleaning brush were passed through the biopsy channel and no restrictions or obstructions were noted. The insertion tube was peeling and found to have multiple buckles, likely the result of chemical damage. The light guide tube was found to be similarly peeling and buckled. Both the objective and light guide lenses had small chips, and the distal end cover was dented and scratched. The device was tested and passed functional testing. The cause of the users' experience cannot be conclusively determined at this time. However, use of a stent too large for the instrument channel cannot be ruled out as a contributing factor. This report is being submitted as a medical device report in an abundance of caution.